Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Failed driver attempt in tibia on cardiac arrest patient. The driver is now working with green light on. Failure of device did not contribute to patient's death.

Manufacturer narrative:
(B)(4). The driver was never returned to teleflex for investigation purposes. Probable cause cannot be established. The complaint cannot be confirmed. No further action required.

Event description:
Failed driver attempt in tibia on cardiac arrest patient. The driver is now working with green light on. Failure of device did not contribute to patient's death.